Manufacturer narrative:
H3:product analysis confirmed that the tube was bent at almost 150 degrees when received which can contribute to the alleged failure however it could not be determined if it was in this condition prior to shipment, or for shipment purposes. Visually, there were abrasions on the (blue) and (red/white) electrode contacts which indicates a handling issue. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were; ¿ red: 38 ohms at the proximal end of the contact and 50 ohms at the distal end. ¿ red: [w/white band] 116 ohms at the proximal end of the contact and erratic readings to open circuit at the distal end. ¿ blue: erratic readings up to the m-ohms range ohms across the entire contact. ¿ blue: [w/white band] 55 ohms at the proximal end of the contact and up to 62 ohms at the distal end. ¿ when viewed under magnification, there were micro-cracks in the electrode contacts which would have resulted in the reported event. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care provider (hcp) reported that a nerve monitoring device emg tube red side would not register. There was a visual indicator which alerted the user that the red side would not register. There was no patient impact.